Event description:
In 2007, two gore tag thoracic endoprostheses and a gore excluder aaa endoprosthesis aortic extender component were implanted to repair a descending thoracic aortic aneurysm. When a gore introducer sheath with silicone pinch valve was removed, the pt's right common femoral artery ruptured. The pt exsanguinated.

Manufacturer narrative:
The device was discarded by the facility. A review of the manufacturing paperwork is being conducted. Please note: two gore tag thoracic endoprostheses (lot # 04478517/ lot # 03844441) and a gore excluder aaa endoprosthesis aortic extender component (pxa230300/ lot # 04247554) were implanted.